Event description:
It was reported that approximately five days after this right ventricular (rv) lead was implanted, the patient was admitted to the health care facility with a pericardial effusion caused by a rv lead perforation. The physician decided to reposition this lead and confirmed via trans-esophageal echo that no further effusion occurred. The physician commented that the heart was not a typical shape. This lead remains in service. No additional adverse patient effects were reported.